Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the first inflation of a pta balloon, the balloon was allegedly difficult to inflate in the inferior vena cava. It was further reported that the balloon allegedly would not deflate. Reportedly, the 8 fr sheath was removed and replaced with a 10 fr sheath to create more space to allow passage of the stiff end of a guidewire to puncture the balloon. The balloon was fully deflated and there was no reported retraction difficulty through the sheath. There was no patient injury reported.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the device was returned used. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 12mm x 4cm balloon. The balloon appeared to have been previously inflated. A complete catheter detachment was observed 6.0cm from the strain relief. It is likely that the catheter was cut in half in order to replace the 8fr sheath with a 10fr sheath; therefore, the catheter detachment will be considered an incidental finding. No other anomalies were observed to the device at this time. Functional/performance evaluation: the catheter was cut in half just distal to the cut in the catheter and a touhy borst adapter was connected to the catheter. The balloon was able to be inflated to nominal pressure (8 atm) without issue. The balloon was unable to be inflated to rbp (20 atm), as a proper seal could not be maintained with the touhy borst adapter at this pressure. The balloon was able to be deflated without issue. The balloon was stripped and cut at the proximal cone to examine the inflation/deflation ports. After opening the balloon, no anomalies were noted to the inflation/deflation ports. The glue bullet was in the correct location and was not blocking the inflation/deflation ports. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the complaint investigation is inconclusive for inflation and deflation issues due to the poor sample condition (i.e. Catheter received cut into two segments). The root cause could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the conquest pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. Apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.